Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side mentor memorygel breast implant 350cc; catalog number: 3503501bc; serial number: (B)(4). Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant. Now this patient is presented with tenderness on the right side from nipple to under right armpit. The patient also felt itching, burning and pulling on right side, and could not lift. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.